Event description:
It was reported that the patient presented for generator explant procedure. During the procedure, it was noted that the set screw of the pacemaker was stripped which resulted in the right ventricular lead failed to be removed from the pacemaker header. It was also noted that the set screw and the lead were damaged. The pacemaker was explanted and the lead was capped on (B)(6) 2025. The patient was recovering and stable post procedure.

Manufacturer narrative:
The reported event of could not remove the lead from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector port and the surfaces of the lead body. This prevented removal of the lead. Blood was most likely not cleaned from the proximal end of the lead before insertion into the connector by the physician at time of implant.